Manufacturer narrative:
This initial non-serious,device case report was received on april 3, 2014 from a respiratory therapist (rt) in the united states who called to speak with (B)(4) technical services regarding a display issue with inomax (B)(4). The device was not in use on a patient at the time of the device issue (complaint-(B)(4)). The device investigation was completed on april 23, 2014. Inomax (B)(4) was returned to the manufacturer for a service investigation. The (B)(4) center reviewed the service log which revealed a delivery failure alarm with a backlight current below minimum (minimum: 800 counts, actual valve: 600 counts) consistent with a failing display. The rsc investigation also experienced the reported complaint of a blank display and replaced the display/touchscreen. The root cause for this incident was a display-backlight failure. This condition will be tracked and trended under (B)(4)'s quality system. This case did not result in any adverse event; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display issue, blank/grey screen [device issue]. No adverse event [no adverse event]. This initial non-serious, device case report was reported on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to speak with (B)(4) technical services regarding a display issue with inomax (B)(4). The device was not in use on a patient at the time of the device issue. On (B)(6) 2014, the rt reported that when he powered up inomax (B)(4) to perform a routine check on the system, the display screen was grey, showed no graphics and the device was alarming. The rt explained further that he could not identify or see which alarm was alarming but the buttons seemed to activate when pressing in the general vicinity of where they should be, but again there was no visual display. He then powered the unit down and up again, twice, but with no change. The device was removed from service and returned to (B)(4) for service evaluation. A replacement of this unit was arranged. Case comment: (B)(6) 2014: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).